Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes were leaking through the cap on the patient line. The leaks were observed during priming for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.